Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye in a secondary surgical procedure due to dysphotopsia which was observed after the insertion of the iol. The daily activities of the patient were not significantly affected. There was no incision enlargement required. The patient outcome was not provided. No further information was received.

Manufacturer narrative:
Unknown, information was requested but not provided. Date of event: unknown, not provided. Best estimate of date of event is between apr 12, 2022 and jun 28, 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer: yes . Section d9: date returned to manufacturer: sep 19, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received stuck to an 1mtec30 cartridge tray. The complaint lens was received cut in half which is consistent with a lens that was handled during explant. No further defects that could contribute to visual issues were observed. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue ¿visual disturbance¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.